Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, a patient (pt) from (B)(6) called to report a diagnosis of bacterial eye infection and a scar on the right eye (od) while wearing acuvue oasys for astigmatism contact lenses (cl). The pt reported that the diagnosis was made in early (B)(6) 2018 when visiting an eye specialist. The pt reported decreased visual acuity od and the eye had ¿scratches¿. The pt was instructed to discontinue cl wear. The pt reported that recovery time was approximately one month and the eye was getting better. On 13jul2018 additional information provided: pt reported wearing a pair of contact lenses when traveling from (B)(6) to (B)(6) in (B)(6) 2018. Pt reported red and swollen eyes the next morning. Pt reported not being able to see through the right eye. Pt reported being advised by a friend that there was a ¿bacterial infection¿ in the right eye and a ¿white dot¿ near the margin of the pupil and iris which was a ¿scar¿. Pt reported the friend is not a doctor. Pt remained in (B)(6) the remainder of (B)(6) 2018. Pt returned to (B)(6) and presented to an eye care professional (ecp) in (B)(6) 2018 where pt was advised of dry eyes. Pt was prescribed optive eye drops to use once every 3 hours or as necessary. Pt reported the ecp confirmed there is a ¿white dot¿ on the right eye that ¿could not be removed¿. Pt reported right eye vision returned to normal. Pt reported the ecp advised the ¿bacterial eye infection¿ already resolved by the time the pt presented to the ecp. Ecp advised pt that the ¿white dot was caused by the bacterial eye infection¿ which is located on the superficial layer of the right eye. Pt provided copy of a medical receipt dated (B)(6) 2018 which confirmed a diagnosis of dry eyes. Eyedrop prescribed: optive sdu eye drops to use once every 3 hours. The suspect cl was discarded. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.